Event description:
It was reported that prior to a vena cava filter placement procedure, the filter was allegedly damaged upon opening of the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one denali jugular delivery system was returned, and one photo was provided and reviewed. The photo shows the customer holding the introducer stop cock tube and it was noted to be fractured. No other anomalies were noted. Visual evaluation of the returned device fracture was noted on the stop cock and surface looked rough and blunt. Also, from the segment received additional pieces were missed. Therefore, the investigation is confirmed for the reported break issue as cock tube was noted to be fractured. A definitive root cause for the reported break issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a vena cava filter placement procedure, the filter was allegedly damaged upon opening of the package. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a vena cava filter placement procedure, the filter was allegedly damaged upon opening of the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
Our firm received an FDA email correspondence on 06-aug-2024 from MDR data systems team, rebekah sykes indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. D4: medical device expiration date- 06/30/2026. D4: UDI- (B)(4). G4: k240257, k160866, k143208, k130366. H4: device manufacture date- 06/15/2023.